Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported a 303ml bag of paclitaxel was programmed to infuse over three (3) hours at 1401 with a rate of 101ml/hr. The infused however finished at 1639. Patient was ordered for paclitaxel to infuse over 3 hours. The infusion should have finished at 1701. There was patient involvement but no harm.

Event description:
It was reported a 303ml bag of paclitaxel was programmed to infuse over three (3) hours at 1401 with a rate of 101ml/hr. The infused however finished at 1639. Patient was ordered for paclitaxel to infuse over 3 hours. The infusion should have finished at 1701. There was patient involvement but no harm.

Manufacturer narrative:
Additional information: imdrf annex b code and manufacturer narrative. A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Root cause: the root cause of the report of an over infusion of paclitaxel could not be confirmed since no devices or logs were provided to perform the investigation.